Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly. The ultimum introducer sheath instructions for use (IFU) states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel .

Event description:
A 19f ultimum ev hemostasis introducer was used in a left femoral artery puncture for a transcatheter aortic valve replacement using a portico valve. The introducer had an excessive dripping leak from the seal. There were multiple catheter and guidewire exchanges. No resistance was felt when the device was inserted into the patient or when other devices were inserted into the introducer. The patient's hemoglobin decreased to 74 g/l. The patient underwent a blood transfusion, and the patient's hospitalization was extended. This device was used for the entire procedure, and the patient was discharged in stable condition. Clinical patient ID: (B)(4).